Event description:
It was reported that the surgeon revised the head because of pain and swelling due to poly wear. The acetabulum implants were not stryker. Only the stem and head are stryker products and the stem was untouched.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
Corrected data: device manufacture date. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the surgeon revised the head because of pain and swelling due to poly wear. The acetabulum implants were not stryker. Only the stem and head are stryker products and the stem was untouched.